Manufacturer narrative:
Evaluation summary: repeated use causes the cable to break off.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "intermittent video image when scope is connected to video processor (pentax model epk-i7010/(B)(4)). Issues only occurs with ed34-i10t scopes at this time. When pve is connected image is blank. When pve connector held with tension, video image returns" involving pentax model ed34-i10t-us/(B)(4). No further information was provided at the time of the report. Additional information received from the facility contact stated the event occurred during pre-inspection check. The device is pending return to pentax.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.